Event description:
It was reported that the universal modular electric/ battery double trigger handpiece continually cuts out during surgery. The device was replaced with another device. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.